Event description:
The customer reported that even though a visual warning was provided, there was no audio on the alarm. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that even though a visual warning was provided, there was no audio on the alarm. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.